Event description:
Related manufacturer reference number: 1627487-2019-09267, 1627487-2019-08850, 1627487-2019-08849. It was reported that the patient had high impedance on lead contacts so the leads and the extensions were replaced on (B)(6) 2019. Therapy was restored to patient post op.